Manufacturer narrative:
The autopulse platform (B)(4) was returned to zoll circulation, whereby archive results indicated that battery s/n (B)(4) did not undergo daily operational checks or battery swaps. Archive results also indicated that battery s/n (B)(4) was used for deployment but was not fully charged, which caused the platform to stop 3 times during operation. The battery was not returned to the MFR for eval. Autopulse 1.5 g pass-thru s/n (B)(4), MFR report # 3003793491-2013-00375. Nimh battery s/n (B)(4), MFR report # 3003793491-2013-00501. Nimh battery s/n (B)(4), MFR report # 3003793491-2013-00502.

Event description:
During investigation of autopulse device with s/n (B)(4) reported under MFR#3003793491-2013-00375, it was determined that the reported problem of the autopulse shutting down was attributed to the batteries (B)(4). MFR contacted the customer to return both batteries, for all initial information, refer to MFR report #3003793491-2013-00375.